Event description:
It was reported the break did not function. During preparation of a rotalink advancer, the break would not function. The physician was unable to advance the system distally so the device was not introduced to the patient. The device was exchanged, no complications were reported and the patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the complaint unit was carried out. No visual issues were noted. The related catheter was attached to the advancer unit. A connect/disconnect test and a tug test was carried out using a test catheter. No handshake issues were noted. The rotablator unit was wire guided using a test guide wire. No issues were noted during the wire guiding of the device. The rotablator advancer was wet tested, no speed was achieved. The turbine would not rotate. The turbine was dismantled and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
It was reported the break did not function. During preparation of a rotalink advancer, the break would not function. The physician was unable to advance the system distally so the device was not introduced to the patient. The device was exchanged, no complications were reported and the patient is fine.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(6). (B)(4).